Manufacturer narrative:
It was found the xhibit central station had lost its license. The spacelabs field service engineer (fse) reloaded the license and after observing proper device operation through functional and performance testing, the device was returned to the customer for use. While reloading the software resolved the reported issue, the cause of the reported issue could not be determined.

Event description:
The customer reported that while monitoring patients on a xhibit central station, the central lost its license, preventing the continued monitoring of patients. There was no patient or user harm associated with this event.